Manufacturer narrative:
Zeltiq followed up with the physician's office to gather additional information. The office reported no errors or device malfunctions during the treatment. Zeltiq reviewed the system logs for the treatment date and confirmed that no system malfunction or errors occurred during the treatment. Treatment in a patient with a hernia in or adjacent to the treatment site is currently listed as a warning in the coolsculpting user manual. In addition, hernia is listed in the user manual as a possible rare side effect. The user manual has been distributed to all current and new customers.

Event description:
On (B)(6) 2015, zeltiq was informed of a male patient who may have developed a hernia after a treatment with the coolsculpting system. The patient was treated on the lower abdomen on (B)(6) 2014 with the coolcare applicator. On (B)(6) 2015, the patient informed zeltiq that he was assessed by the treating physician prior to treatment and no hernia was present at the time. After the treatment, the patient said he developed a small incisional hernia that does not bother him. It is zeltiq's policy to be conservative and make this report. A follow-up report will be made to the agency if and when new information is received about this case.